Event description:
The customer called and reported experiencing high blood glucose of 560 mg/dl and symptoms including sweat and thirst. The customer had treated for high blood glucose with another insulin pump. Troubleshooting was performed. There were no large air bubbles or leaks found in the infusion set or reservoir. Insulin exited during a manual prime. The infusion set cannula was not found to be bent. Programming and settings all appeared to be accurate. Customer stated he may have received a no delivery alarm since high blood glucose began, but he was unsure. The customer declined to perform high pressure test. Customer was advised to change the entire set, reservoir, and insulin and stated he would follow up with healthcare provider regarding unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.